Manufacturer narrative:
There are no allegations or indications of any system or component failure. Significant weight loss can change the tissue and skin quality and stability around the implant, leading to the implanted components migrating and causing the symptoms reported by the patient.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 lower back pain. After having the nalu system implanted, the patient began to lose weight. In (B)(6) 2023 the patient reported the implantable pulse generator (ipg) displayed intermittent communication issues with the external therapy discs, leading to inadequate pain relief. Troubleshooting was performed, however as the patient continued to lose weight the communication issues increased. Xray imaging confirmed that the ipg and leads had migrated away from the initial implanted position. A surgical revision was performed on (B)(6) 2024 to place a new ipg and leads back into a more optimal location for pain relief. After activation of the replaced system, the patient reports therapy has been restored.